Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) would not capture. A revision procedure was performed. Under fluoroscopy, the lead was found to be in the right ventricle instead of the coronary sinus. The lead was surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure.